Event description:
It was reported that balloon rupture occurred. The patient underwent a percutaneous transluminal angioplasty. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 28mm from the tip and is approximately 20mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The patient underwent a percutaneous transluminal angioplasty. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.